Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h11. Corrected fields: b5, d4. A getinge field service engineer was dispatched to investigate the issue. The fse found codes 111 and 112 in the logs. The fse found that the unit was due for 5k pm. The fse replaced the 5k pm parts, including the executive processor board. The unit passed all safety and functional tests and was returned to the customer for clinical use.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has an error 111 and 112. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit has an error 111 and 112. There was no patient involvement.